Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering found the tip cover was returned with a crack in its wall. Engineering concluded that the crack was likely due to installation of the tip cover onto the monopolar curved scissors instrument while the blades on the instrument were open. The crack on the tip cover was approximately .1380 long. There was no other damage to the tip cover found. The instruments and accessories user manual instructions for tip cover accessory installation indicates the following: tip cover accessory installation - before use: close the scissor blades. Straighten the wrist of the instrument. Grasping the tip cover accessory with the installation tool, slide the tip cover accessory onto the distal end of the instrument until it comes to the stop. A twisting motion can be used to ease installation. The distal end of the instrument should be facing away from you during installation. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci s surgical procedure, the mcs tip cover accessory installed on the monopolar curved scissors (mcs) instrument tore due to the blades on the mcs instrument were open. No missing or fallen pieces were reported.